Manufacturer narrative:
(B)(4).

Event description:
Medwatch complaint received: newly intubated patient in the ICU on mechanical ventilation. Respiratory therapist (rt) observed the patient's o2 saturations decrease and peak pressures increase. Rt attempted to pass a suction catheter through the endotracheal tube (ett) to suction the patient. Suction catheter could not pass. Rt noted the ett appeared to be kinked in the patient's mouth. The rt held the tube to straighten out the kink and bagged the patient. The patient was reintubated with a new ett without difficulty.

Event description:
Medwatch complaint received: newly intubated patient in the ICU on mechanical ventilation. Respiratory therapist (rt) observed the patient's o2 saturations decrease and peak pressures increase. Rt attempted to pass a suction catheter through the endotracheal tube (ett) to suction the patient. Suction catheter could not pass. Rt noted the ett appeared to be kinked in the patient's mouth. The rt held the tube to straighten out the kink and bagged the patient. The patient was reintubated with a new ett without difficulty.

Manufacturer narrative:
(B)(4). Uf/importer report# - (B)(4). Additional information was received indicating the patient's condition was stable after the incident. The actual sample was not returned for evaluation; therefore, one sample was retrieved from current production at the manufacturing facility for simulation purposes. Kink resistance testing was conducted and the sample passed the testing. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.